Manufacturer narrative:
The insulin pump passed functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. All operating currents were within specification. The insulin pump was monitored and no blank display was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump had a blank display with humidity visible on the screen, after returning from the gym. The blood glucose reading was 100 mg/dl. The insulin pump had not been dropped or bumped and showed no signs of physical damage. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.